Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and loss of capture. The lead migrated based on the fluoroscopy test results. This lead was replaced and is not expected to be returned as it was disposed by the hospital. No additional adverse patient effects were reported.